Event description:
As reported via legal documentation a patient had right knee replacement surgery on (B)(6) 2014. The patient has since reported experiencing significant pain, clicking of the knee, swelling, and impaired mobility. A right knee x-ray taken during or after a (B)(6) 2023 doctor visit revealed ¿notable poly wear¿ and ¿a large area of swelling in the posterior aspect on the lateral view.¿ revision surgery was recommended, however, due to the patient's advanced age, they are still considering whether they will undergo an additional surgery to remove the implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-02052. D10: concomitants: (B)(6), 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm; (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6), 200-02-35 - three peg patella 35mm. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.